Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the aviva system. (B)(4).

Event description:
Customer reported she received the following results on 2 different meters within 10 minutes: 97-123 mg/dl (compact plus system) and 75-79 mg/dl (aviva system). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation and replacement was sent.